Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, during use of the first proglide device in the lcfa, a link break occurred when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. Additionally, one proglide suture was placed in the rcfa without issue. The sheath was upsized to a 18f in the lcfa, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures bilaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.